Manufacturer narrative:
G4:20apr2021 and b4:26apr2021. A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jan2021.

Event description:
It was reported that the ventilator's touchscreen during service had an intermittent operation issue. There was no patient involvement. The service engineer (se) inspected the device. The se replaced touchscreen to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.